Manufacturer narrative:
D9-return date: 12-jan-2023 h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and haptic deformed and stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.0/3.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a shorter length lens due to excessive vault and refractive suprise. The problem was resolved. Cause is reported as unknown.